Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the lead was undersensing and there was no electrogram measurement. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.